Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with an s233 (overtemperature-psc) malfunction alarm code. It was reported the fan was not running and the device was warm to touch. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device did not alarm with an s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Further testing found that the device fan produced an abnormal sound and was rotating too slowly to cool the device. The probable cause of the customer contact reported complaints was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.